Event description:
[Invalid] broke off tissue retrieval system when attempting to remove specimen from patient. Specimen was appropriately sized for retrieval bag. No injury occurred to patient. Specimen was removed with a kelley.